Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not fed into the jaws and ejected when the device was fired outside the patient. The device was not used for the patient at all. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2012. Information is unavailable; device was not returned for evaluation.